Event description:
It was reported that the issue of the device is that the priming cassette was placed in the pump for venting. The venting process was started, but after 1-2 seconds an overpressure alarm was triggered. The tubing was checked and found to be fully open. There is no patient involvement, and no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The dso sensor provides incorrect data. The dso sensor was recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.